Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 weeks following the implant of a transcatheter aortic valve, the patient completed an echocardiogram that revealed mild-moderate paravalvular leak (pvl). Approximately 8 months later, the patient completed a transesophageal echocardiogram (tee) that revealed the pvl had progressed to a moderate severity. Approximately 3 weeks later, the patient underwent a cardiac magnetic resonance imaging (MRI) that revealed the pvl had progressed further. Approximately 2 weeks later, the patient washospitalized with worsening shortness of breath and fatigue, and difficulty managing their atrial fibrillation (afib). The patient is scheduled to follow up with their cardiologist. Additional information was received that the progressed pvl shown on MRI was estimated to be significant and the 16% regurgitant fraction (rf) may have been underestimated as it was difficult to assess due to metal artifact from the transcatheter valve. There was evidence of holodiastolic flow reversal in the descending aorta which is suggestive of significant regurgitation but the total degree was not specified. The patient's hospitalization was eleven months following the valve implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 weeks following the implant of a transcatheter aortic valve, the patient completed an echocardiogram that revealed mild-moderate paravalvular leak (pvl). Approximately 8 months later, the patient completed a transesophageal echocardiogram (tee) that revealed the pvl had progressed to a moderate severity. Approximately 3 weeks later, the patient underwent a cardiac magnetic resonance imaging (MRI) that revealed the pvl had progressed further. Approximately 2 weeks later, the patient was hospitalized with worsening shortness of breath and fatigue, and difficulty managing their atrial fibrillation (afib). The patient is scheduled to follow up with their cardiologist.